Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the distal shaft of the penumbra system 5max reperfusion catheter (5max) was fractured. The fractured 5max was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 5max.

Manufacturer narrative:
Result: the penumbra system 5max reperfusion catheter (5max) was ovalized in multiple locations along the distal shaft and fractured approximately 1.0 cm from the distal tip. Conclusion: evaluation of the returned device revealed the distal shaft was ovalized and fractured. This damage likely occurred due to forceful handling of the 5max during removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.